Manufacturer narrative:
(B)(4).

Event description:
The inner tube was grinding against the outer tube and making a terrible noise, as well as causing bits of metal shavings to go into the joint. There was a delay of less then 30 minutes. A backup device was available to complete the procedure. The metal shavings were removed from the joint. No patient injuries reported.

Manufacturer narrative:
Functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. Visual assessment of the inner burr showed no visible signs of material galling or metal debridement. The sheath shows slight abrasion corresponding to the bushing of the inner burr; however no material galling is present. The device was tested per the device IFU using a dyonics power ii control system, irrigation, and a dyonic¿s powermax elite handpiece. The device was found to be fully functional with no issues noted. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy.